Manufacturer narrative:
Adc has investigated this complaint. The sensor serial number reported in this complaint is unknown; therefore, the related tripped trend reports were reviewed. A trend was identified between september 2021 ¿ march 2022. The trend concluded that there was no product related issue. A review of potentially related complaint investigations identified an issue for which an action was taken in the field, related to specific sensors which did not meet product design specification and may produce high readings that are not clinically acceptable. (B)(4). However, as the serial number is unknown, it is not possible to confirm if this complaint is related to the action taken in the field. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, an investigation will be conducted and a follow up submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a health canada declaration which reported the following information: a readings issue was reported with the adc device. The customer reported that the readings they received were "not reliable" and "told they can be out by 20%." The customer was contacted and they indicated they do not use the device anymore and instead uses "regular blood testing method." Based on the information provided, there was no report of serious injury associated with this event. There is a known issue for high readings, addressed by adc fa1004-2023, and it is unknown if the complainant product is related to this field action. (B)(4). Adc field action fa1004-2023 was issued only to impacted countries.